Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg would not charge or turn on. Device malfunction was suspected. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure. During the procedure, when the physician opened the pocket, there was pus at the ipg site. The physician suspected infection. Infection was not device or procedure related. The patient was prescribed antibiotics. The physician explanted the ipg and opted to implant the new ipg when the infection has cleared up. No device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg would not charge or turn on. Device malfunction was suspected. The patient will undergo an ipg replacement procedure.